Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes his infusion sets are not working and the round disk that connects to the tube and a piece of metal were sticking out after he removed the infusion set. Customer stated that he had two other infusion sets that were not delivering insulin and not going into his body. Customer stated that this occurred three times in the last couple of months. Customer's blood glucose was 450 mg/dl at the time of the incident. Customer treated with a manual injection. Customer declined troubleshooting for the high blood glucose due to the infusion set leak issue. Customer stated that he felt and smelled insulin leaking form the set. Customer was advised to change the set. Customer will be sent three replacement sets.